Event description:
During a pta treatment precedure to dilate an 80% instent restenosis in the subclavian artery, the balloon and part of the catheter separated from the shaft. Two wallstents were already in place, one in the innominate and the second in the subclavian. An xxl balloon was advanced through a 7 fr sheath to the target lesion and the balloon inflated at 6 atmospheres when it ruptured. This balloon catheter was removed without incident and a second xxl balloon 14-4/5.8/ 120 catheter advanced to the target lesion and inflated to unknown atmosphere. This balloon also ruptured so the physician withdrew the second balloon catheter. Removal of the ruptured balloon was difficult through the 7 fr sheath as the balloon could not be fully deflated. Upon removal it was noted that the tip of the catheter and the balloon had separated from the shaft. Several unsuccessful attempts at retrieval were made using snares and baskets. Approximately 28 hours later the patient was taken to surgery for attempted removal of the balloon fragment and catheter piece. The surgery was also unsuccessful. Due to the positioning of the stents the dialysis graft clotted off although this was not unexpected. Another dialysis graft will need to be revised for treatment. The patient is reported as 'ok' following the procedures. The first balloon rupture will be reported on q2 2003 asr, exemption #e1997031.